Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not deploy properly, it misfired. The seal loaded fine, but when the surgeon went to deploy the seal, it misfired and did not go into the aorta correctly. He tried to reload the seal like a heartstring ii without success. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the loader device was not returned. A visual inspection revealed that the delivery device's plunger had been depressed. The tension spring was in the delivery tube and the seal was outside that tube. There was evidence of blood inside the device and on the seal. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).